Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the cable pulled out of the occluder head at strain relief and the wires were frayed. The occluder head worked when the cable was kinked in one direction and didn't in another direction. Hemostats were used instead of the occluder for the surgery. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.